Event description:
It was reported that the patient was experiencing less than 50% therapy relief at the lead location and wanted the leads revised to provide for more foot coverage to make the quality better. It was noted the patient was doing fine, receiving good stimulation, and was alive with no injury at the time of the report. Impedance testing and reprogramming was performed with no alleged product issue and the cause of the issue was unknown. The plan was to pull the leads lower for better coverage, but the revision had not been done or scheduled at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).